Manufacturer narrative:
A ge rep evaluated the system and reloaded the calibration files and reseated all boards and chips. System operates as intended.

Event description:
Customer reported poor image quality and that the tube anode is getting very hot. No patient injury was reported.